Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat a paroxysmal atrial fibrillation presented air aspirated. Procedure was going according to plan. Sheath showed no signs of excess air during insertion and removal of non-bsc mapping catheter to pre map. Then the farawave was inserted at an appropriate angle. The physician noticed excess air even after aspiration, so he removed the farawave and reinserted it to make sure he was inserting at an appropriate angle and again had excess air after aspiration. So, we took the faradrive out and inserted a new faradrive and had no issues after that. The procedure was completed without patient complications. The device is expected to be returned.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat a paroxysmal atrial fibrillation presented air aspirated. Procedure was going according to plan. Sheath showed no signs of excess air during insertion and removal of non-bsc mapping catheter to pre map. Then the farawave was inserted at an appropriate angle. The physician noticed excess air even after aspiration, so he removed the farawave and reinserted it to make sure he was inserting at an appropriate angle and again had excess air after aspiration. So, we took the faradrive out and inserted a new faradrive and had no issues after that. The procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
No outer abnormalities were noted. Leakage and a steady flow of air were observed during leak and aspiration testing respectively. A tear by the center slit of the internal hemostatic valve was found. This type of defect can compromise the valve's ability to seal pressure and fluid within the sheath. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.